Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed and no anomalies were found. It was noted the returned device indicated a loose/detached set screw and a set screw with a rounded socket. (B)(4).

Event description:
It was reported that during the implant procedure, the setscrew did not come out the first time the physician screwed the setscrew. The physician then unscrewed the setscrew and the screw came out with the setscrew. The device was not implanted. No patient complications have been reported as a result of this event.